Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion certified service technician was unable to verify the customer's reported issue. Model lap top ventilator 1150 passed all testing and met all carefusion manufacturer specifications.

Event description:
The customer reported model lap top ventilator 1150 was auto cycling while on a test lung. When the unit was sat at 12, the ventilator would cycle a few fast breaths and rate showed up as increased. There was no patient involvement associated with the reported malfunction.